Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d12885, implanted: (B)(6) 201, product type: accessory. Product ID: 8591-38, lot# c81920, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) indicating that they wanted to start the patient back up at 50 mcg/day after a pump replacement. The pump was going to be repositioned or replaced due to difficulties they had experienced accessing the pump. They stated they had never had an easy time with refills for the patient due to the positioning of the pump. The last time on (B)(4), they could not access the pump at all in order to refill, and the pump had now been dry for about seven or eight days. The medication infused was gablofen. On (B)(6) 2014, information was received from an hcp indicating that an x-ray had been performed after they were unable to fill the pump. Oral baclofen was given for use as needed. The pump was repositioned on (B)(6) 2014. Intrathecal baclofen treatment was ongoing. The patient had some stiffness due to the decreased rate. The patient was receiving effective therapy. The hcp noted that there were no problems with the pump itself; that the problem was with the positioning of the pump. The pump reservoir was empty only because of the date surgery was scheduled, and it was past the patient¿s alarm date.